Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Single reporter exemption (B)(4). Investigation of returned device revealed abrasive damage with the polymer jacket. Reported black material was also returned, and was supposed to be the abraded polymer coating. Reportedly there was no impact to the patient. Lot history review revealed no anomaly relating with the reported event. With the outcomes of the investigation, it is inferred that the guidewire might be abraded by inserter tool or alike during use, and the polymer coating was partly scraped by the edge of the tool, found at the y-connector of the catheter. All the products are inspected in the production process for meeting the product specifications and shipping criteria. Based on the obtained information there is no indication of a product deficiency. IFU describes: never us metallic needles or metallic sheaths for insertion and withdrawal of this device. Otherwise the surface of this device may be damaged significantly.

Event description:
Reportedly, during use of subject guidewire for the procedure to neurological artery, physician observed some black material at the y-connector of the catheter used in combination. Reportedly there was no impact to the patient.